Event description:
It was reported during placement of this dialysis catheter, the polyester cuff detached and remained in the pt. Retrieval of the detached cuff utilizing a snare was uneventful. Another dialysis catheter was successfully placed and the pt's condition is good. This device is currently being evaluated by this MFR. Following completion of the engineering eval, a supplemental medwatch report will be filed under the appropriate sequence number. Pt anatomy and/or user technique during catheter placement may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use outline appropriate placement techniques.